Event description:
Additional information received reports that the patient's system was explanted electively due to spine surgery, therefore this event is no longer reportable.

Manufacturer narrative:
Date of event is estimated. The reason for explant / date of explant were not provided.

Event description:
It was reported that the entire system was explanted. The reason for explant and date of explant were not specified.